Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During suturing, the problem of pulling off suture needle happened without improper use. Immediately replaced with new suture to complete the suture. Additional information was requested.

Manufacturer narrative:
(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the product initially reported as involved in this report is product code vcp359h, lot number 106p05, however, the lot number 106p05 corresponds to product code pdpb317h. - please confirm the product code and lot number. Please refer to the reported information, other information requested is unknown. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? Could you please provide the lot number? Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.